Event description:
It was reported by the aci vascular closure specialist that a patient underwent a coronary procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the patient's puncture site was red and swollen "more so than localized site reaction picture." Antibiotics were given. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.